Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer stated that the insulin delivery was suspended due to a blood glucose reading of 60 mg/dl while their blood glucose reading was 101 mg/dl. The suspend on low limit in the sensor settings was 60 mg/dl. Troubleshooting was performed. The product will not be returned for analysis.